Event description:
It was reported that an error message was displayed by the implantable cardioverter defibrillator (ICD).

Manufacturer narrative:
Further information was requested but unavailable at this time.

Event description:
New information received notes the error message was displayed after the patient was given two cardioversion shocks during an unrelated post- ablation procedure. No other anomalies were observed. A device restoration was performed successfully, the patient was asymptomatic, stable before, during and after the event. The patient was being monitored remotely.